Manufacturer narrative:
The initial MDR 2112667-2016-00171 submitted 02/01/2016 was filed in error as it was a duplicate of MDR 2112667-2016-00132 which was submitted 01/26/2016.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 12/28/2015. The gehc internal field modification number is fmi 34071.

Event description:
The hospital reported that, toward the end of a case, an increase in pressure was noted. The clinician reportedly switched to manual mode of ventilation and finished the case. There was no reported patient injury.